Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 10 mg/dl & 94 mg/dl; 329 mg/dl, 176 mg/dl, and 152 mg/dl; and 12 mg/dl, 6 mg/dl, 13 mg/dl and 95 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.